Event description:
A distributor in (B)(4) reported that six (6) mr210 adult humidification chambers were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the six (6) complaint chambers were visually inspected for damage. Results: all six (6) of the mr210 chamber domes were cracked. A lot check revealed no other complaints of this nature for lot number 081201, 080403, 081117 or 080911. Conclusion: all chambers are pressure tested during production and those that fail are rejected. This suggests the cracks developed post production, during transport, storage or use. All of the returned chambers had cracks in the domes, which would have resulted in the reported chamber leaks. The cracks were consistent with damage to the chamber dome caused by an external impact or crushing. (B)(4).